Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range pacing impedance of greater than 2,000 ohms on the right ventricular (rv) lead. This product remains in service. No adverse patient effects were reported.